Event description:
The doctor claims that 14 days after the graft was implanted, the pt developed a fever of 37.1 to 37.2 degrees c. The fever lasted for two months. The pt was discharged from the hosp (date unknown at this time). The graft was left in. The pt is doing well now. Note: the incident date, which is unknown at this time, is an estimation only. Co has now learned that the graft was implanted for an abdominal aortic aneurysm replacement.